Manufacturer narrative:
This report is submitted on 10 december 2020.

Event description:
It was reported that the patient was treated with oral antibiotics (date and duration not reported).

Event description:
The product details of the affected device has been corrected.

Event description:
Per the clinic, the patient experienced an infection, resulting in the explantation of the device. Additional information has been requested but has not been made available as of the date of this report.